Event description:
It was reported that the r-wave sensing had decreased since implant on the right ventricular lead. The physician elected to revise the lead. During the revision attempt, low impedance was noted. As the leads helix would no longer rotate, the lead was explanted and replaced. The patient was in good medical condition after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.